Event description:
Boston scientific received information that this product was part of a system revision due to erosion. It was noted that due to the risk of infection, the entire system was removed from service. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the system was tested for infection and blood cultures were negative,ruling out an infection.